Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. An evaluation could not be performed as the device was inadvertently destroyed during decontamination. A review of the device history records was performed and no complaint related issues were found. Investigation could not be completed and no conclusion could be drawn as the device was inadvertently destroyed during decontamination.

Event description:
It was reported that during a procedure, the surgeon inserted a screw and the screw was found to be too short. The surgeon then backed out the screw and noted that the screw was not the size indicated on the packaging. The size on the box said 42mm, but the screw measured to be 38mm. The surgeon was able to complete the procedure with no further problems and no harm to the patient.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4).

Event description:
This is report 1 of 1 for this complaint (B)(4).